Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause could not be determined. Labeling indicates: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause could not be determined.